Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 702-04-62g; tridentii tritanium cluster62g; lot 74032101a; 626-00-48g; modular dual mobility insert; lot 86113002 ; 6570-0-228; delta v-40 ceramic head 28/+4; lot 87927601; 6570-0-228; delta v-40 ceramic head 28/+4; lot 87927601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The patient had a primary tha on (B)(6) 2021. The patient developed an infection of the right hip and underwent revision for pji with all components exchanged on (B)(6) 2021.